Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, the clips got crossed. No adverse pt consequences.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.